Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The correct catalog number is 92135; not 90432 as previously reported. This report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011.